Event description:
A temperature alarm was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support advised returning the pump for replacement using a pre-paid label, and the customer was instructed to use multiple daily injections (mdi) to ensure continued insulin delivery. The customer was also guided on putting the pump into storage mode before returning it and confirmed understanding of the instructions.